Event description:
The reporter stated that during a surgical procedure using the tibyaxis implant set, the depth gauge was missing numbers 34 to 40. The doctor could not measure the screw length that was needed, and had to make many revisions because he had to guess at the screw length.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.